Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, the patient¿s wife found him unconscious at the dining table. The patient regained consciousness on his own, as it was reported the patient¿s wife did not administer any medication or treatment to him while unconscious. Once the patient was awake and able, the patient¿s wife treated him with unspecified food. The patient¿s cgm was reading low at this time however, the patient stated that the dexcom mobile app did not alert him to his hypoglycemic state. The patient did not seek assistance from a higher level of care. The patient was ¿stable¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.